Event description:
On (B)(6) 2019, a revision surgery occurred due to dislocation approximately 10 weeks after the primary surgery ((B)(6) 2019). During the revision, the surgeon explanted the 135/145 40/+3 humeral cup and replaced it with a 135/145 reversed adapter and 40/+6 standard humeral cup. According to the field representative, the surgeon had difficulty getting the implant to seat. On (B)(6) 2019, the patient underwent a second revision surgery, again due to dislocation. During the second revision surgery, the surgeon replaced the 135/145 reversed adapter and 40/+6 standard humeral cup with another 135/145 reversed adapter and 40/+6 standard humeral cup.